Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. Service history review identified that the device was last serviced february 26, 2025, for an issue related to "damaged dso seal." The manufacturer representative replaced the dso seal, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device has a damaged downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.